Event description:
A customer reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no reported impact to the customer¿s blood glucose level as the customer declined to answer related questions. Technical support confirmed that the battery depletion exceeded acceptable levels and decided to replace the pump. The customer was informed of the need for replacement and instructed to use multiple daily injections (mdi) as a backup therapy. Storage mode instructions and return procedures for the faulty pump were provided.